Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an error code. When they attempted to switch the pt to another unit, the unit would not turn off when the on/off switch was turned off. The pt was switched to another unit and therapy was continued. No pt injury was reported.